Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device had to be repositioned due to migrating in the device pocket. Additional information noted that a revision took place due to a lead issue. The device was also explanted based on the doctor's decision. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device had to be repositioned due to migrating in the device pocket. No adverse patient effects were reported.